Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room after receiving multiple hv therapies, variation in r-wave amplitude was observed. Lead dislodgement was noted on chest x-ray. Hv therapy was disabled and the lead revision was planned. During the lead revision, the physician was able to retract the helix, however the helix would not extend once repositioned. The physician extracted the lead and a new lead was successfully implanted. Patient is doing well and will be monitored with routine follow up.